Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
Annex b: b22; annex c: c20; annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex b: b01; annex c: c0201; annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui ¿ female (left) ¿ communication failure was not confirmed. On 01-aug-2024, pcu was received unboxed and with paperwork. Pcu when connected to lvp, revealed right iui - female connection is communication. Pcu when connected to lvp, revealed left iui ¿ male connection is not communicating. Internal inspection revealed that there is bent pin present on logic board of male iui. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the male iui (right) logic board tc10013065. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female(left) - communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.